Event description:
Drug/diluent: marcaine-epinephrine 0.5%-1:200,000 inj; fill volume: 30ml; flow rate: 2.0; procedure: exploratory laparotomy, small bowel, resection, open cholecystectomy, bilateral salpingo-oophorectomy; cathplace: right lower abdomen. Pump and catheter were originally placed on (B)(6) 2012 during an exploratory lap and bowel procedure. Pt returned to surgery on (B)(6) 2012 because wound had poor healing and was infected. A wound curettage procedure was performed, and the doctor found a piece of catheter approx 2 inches. Pt did not require add'l treatment after the catheter was removed.

Manufacturer narrative:
Method: sample will not be returned. Result: no sample was received for eval and investigation. The sample was discarded by the end user. Without the actual product a complete analysis cannot be conducted. Conclusion: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.